Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. On the same day, it was reported via maude that the patient experienced missing wire during insertion. According to the report, the 6 months prior to the maude report, the patient had multiple sensors from dexcom reportedly arrive defective. The sensors were reportedly not detaching from the applicator. The needle was reportedly exposed and got stuck in the insertion site resulting in bleeding, pain, and the catheter to remain under the skin. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
A4: patient weight- correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.